Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator buttons are malfunctioning. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 29jan2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the keypad overlay to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.